Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call infusion set anomaly and air bubbles. Customer¿s blood glucose level was 166 mg/dl. Customer received a no delivery alarm during bolus delivery and infusion set changes. Customer¿s parent changed the patient¿s infusion set and gave 2 correction boluses from the insulin pump. Customer¿s parent advised they had air bubbles appear on the bottom of the reservoir. Customer was advised the reservoirs could be at fault. Customer was advised replacement products would be sent out.